Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent atrial undersensing and far-field oversensing. Noise was observed on both the right atrial (ra) channel and right ventricular (rv) channel. Technical services (ts) was consulted to review device data. Ts reviewed the arrythmia logbook which showed an inappropriate atrial tachy response (atr) episode due to ra and rv oversensing of noise which appeared to be mechanical noise. Ts recommended to evaluate the leads as there is a potential for mechanical lead failure and provided troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to add implant date to section d6a.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent atrial undersensing and far-field oversensing. Noise was observed on both the right atrial (ra) channel and right ventricular (rv) channel. Technical services (ts) was consulted to review device data. Ts reviewed the arrythmia logbook which showed an inappropriate atrial tachy response (atr) episode due to ra and rv oversensing of noise which appeared to be mechanical noise. Ts recommended to evaluate the leads as there is a potential for mechanical lead failure and provided troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that this device was explanted and replaced. The leads remain in service. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to add implant date to section d6a.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent atrial undersensing and far-field oversensing. Noise was observed on both the right atrial (ra) channel and right ventricular (rv) channel. Technical services (ts) was consulted to review device data. Ts reviewed the arrythmia logbook which showed an inappropriate atrial tachy response (atr) episode due to ra and rv oversensing of noise which appeared to be mechanical noise. Ts recommended to evaluate the leads as there is a potential for mechanical lead failure and provided troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.